Event description:
The patient reportedly experienced intermittency and overly loud stimulation, followed by a loss of lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made. However, the problems were not resolved. Testing indicated that the device was not functioning. The company was also notified that the patient experienced a clavicle fracture due to a fall onto the ground, which resulted in temporary swelling at the implant site. Surgery to explant the patient's device will be scheduled.